Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received battery out limit alarm. The customer's blood glucose level was 495mg/dl. The customer states the batteries were out of the pump longer than recommended. The customer was advised to replace battery, clear alarm, and monitor the device.